Event description:
Caller reported a cgm error, specifically error 42, involving a g6 sensor. There was no adverse impact to the customer's blood glucose level. The issue was resolved with a successful pump reset following guidance from cts, and the caller began their sensor session without further errors.